Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The navigation system then passed the system checkout and was found to be fully functional. Section information references the main component of the system. Other relevant device(s) are: pn: 9735602r ln/sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while being used the system suddenly turned to the blue screen. It happens when the site is tracing or in navigation.